Event description:
Medtronic received information regarding an imaging system being used for (unknown) procedure. It was reported that the site noticed "glitching" on the pendant. Example, when switching from 3d to 2d took a long time. The system added collimation to an image but they claim to never have pressed that selection. When backing imaging system out the break would self-engage. There was patient present during the event. Surgical delay and the impact on the patient outcome was unknown.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and unit stuck in initializing mode, error, collimator initializing failure. While unit was stuck in "initializing" if press modality buttons, the pendant would appear normal until button was released. Removed lower cover and watched collimator start up sequence. Powered image acquisition system with collimator cover removed. X axis leaves were failing to initiate. Adjusted movement and leaves began to adjust. Unit initialized correctly through x, y axis and filters of collimator. Rebooted 10 times and drove unit around operating room. Not brake issues found. No pendant button issue found. Unit functioned normally through all system checkout requirements. Returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected fdc code: d02 updated g code: g02040 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received, caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.